Event description:
The customer reported that the insulin pump alarmed motor error. The caller stated that the status screen showed 140 units, but the reservoir is empty, and she is experiencing high blood glucose of 486 mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime and the insulin did exit. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind to the motor encoder signal being out of phase. Further testing could not be performed due to the motor error alarms.